Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the device did not fire using two different staplers and starting from the second reload, the handle fired smoothly the remaining reloads. There was a delay during trying to solve the reloads issue and trying on another stapler. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.